Event description:
It was reported that during an unknown procedure it was found there was a distorted blade and jaw right after the opening. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v95f58. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the jaws misaligned, and with the clamp arm damaged, upon further analysis of the tissue pad an off center burn in was observed. The device was tested on a gen11. The device did activate during testing. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the damage in the clamp is that there was a contact with some metal or a instrument in the surgery causing the device to be difficult to opening or closing. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.